Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump would not generate vacuum. Biomed stated they would order and replace the new pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump would not generate vacuum. Biomed stated they would order and replace the new pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A check of the diagnostics during filling showed that the circulation pump would not generate vacuum. The device was not returned. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. The device was not returned.